Event description:
It was reported patient underwent an affixus nail procedure on (B)(6) 2014. During the procedure, the connecting bolt between the affixus nail and targeting guide would not disengage. Subsequently, two screw drivers were damaged while attempting to disengage the connecting bolt. The nail system was removed and competitor product was utilized to complete the procedure. A delay greater than 30 minutes occurred.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. It is likely the event was caused by the improper location of the locking mechanism within the nail that subsequently locked on the connecting bolt during assembly.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.